Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the patient side manipulator (psm) to resolve the reported issue "arm insertion axis unable to move during procedure". The system was tested and verified as ready for use. Failure analysis was able to reproduce the error, which pointed to the axis brake as the faulty component.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, arm 1 was blinking yellow and the insertion axis was not moving. The technical support engineer (tse) log review did not reflect any related information. The tse confirmed with the surgeon that the issue occurred while he was manipulating the instrument. The customer also stated when they removed the instrument, the arm did not extend. The tse had the customer try reseating the drape with no resolve. Then, the tse had the customer remove the drape and check for obstructions; however, the insertion axis of the patient side manipulator (psm) would not move. Next, the tse recommended moving arm 3 around and continue with the procedure. The customer decided that they would rather bring in their other robot. The customer continued the case using another patient cart. The customer requested the field service engineer (fse) to follow-up with the site. The site was completing the procedure with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: patient care resumed with the replacement robot.